Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the site had the pump placed. Error code of 45630 was on the screen. Instructions were given to remove the batteries for one minute to do a hard reset. This was completed, and the pump still had the same error alarm. The distributor instructed the site to remove the batteries again. The pump was off, and they would call the on-call number of the clinic and let them know they needed a replacement pump in the am. The IV tubing was clamped off for the night and left attached to the patient. The medication used was 5 fu. This event occurred at the patient's home and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.